Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was disconnected, triggering a warning. The event occurred during infusion. There was no patient harm.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing were unable to duplicate or confirm the reported problem. The device passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.